Manufacturer narrative:
Results: the strain relief was stretched. Coagulated blood was present inside the hub and lumen of the returned velocity. Coagulated blood was unable to be flushed, therefore, functional analysis was unable to be performed. Conclusions: evaluation of the returned velocity revealed a device with an unraveled and strained strain relief. If the device is retracted and the distal portion of the strain relief is held, the strain relief may be stretched. There was no complaint description associated with the complaint, therefore, the reported complaint was unable to be confirmed. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
It was reported that a velocity delivery microcatheter (velocity) was faulty. It was noted that the proximal end of the catheter is unraveled. It is unknown how the procedure was completed and it is unknown if there was an adverse effect to the patient. Multiple attempts have been made to gather additional information, as of 16-aug-2018, no additional information regarding this incident is available.